Event description:
It was reported that during a breast biopsy, the physician was unable to advance the plunger and the marker would not deploy. They changed markers and completed the case with no consequence to the patient.

Manufacturer narrative:
Damaged introducer tube, clear tube applier bent, bent applier tube. Evaluation summary: the analysis results of the device found that the introducer tube and plunger were returned bent at a 45- degree angle (approximately) and not deployed. The distal end of the introducer tube was twisted. The instrument was functionally evaluated and it was difficult to deploy. It could not be determined what may have caused the event reported. However, a corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.